Event description:
It was reported that a patient presented with far r wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. There were no patient consequences.